Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04679, for the other associated device information. It was reported to boston scientific corp that two resolution clip devices were used during a colonoscopy performed in 2009. According to the complainant, during the procedure, two resolution clip devices were used and both times when the technician tested the clip by opening and closing the clip, the clip fell off inside the patient. The clips were left to pass naturally via peristalsis. The procedure was completed successfully using three more resolution clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.